Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
During a tfn intertrochanteric fracture procedure, the surgeon was trying to insert the helical blade through the lateral edge of the nail but it would not advance, and got hung up. The helical blade was out of line. The blade and nail were disassembled and reassembled and the helical blade went through. The surgeon attempted the insertion a second time and the blade and nail would not work again. The procedure was prolonged by about 10 to 15 minutes because of this incident. A back up helical blade and nail were used to complete the procedure successfully. This report is 2 of 2 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. The investigation could not be completed and no conclusion could be drawn as no product was received for evaluation. Placeholder.